Manufacturer narrative:
Examination was not possible, as the prods were not returned. Review of the as400 found lot # u04630 (nail) released 16 pieces for distribution in 2000. A search of the complaint database found no prior reports for this part and lot number combination. The part and lot info for the screws is unk. Provided info states the nail and proximal screws were sitting very proud. Provided info marked on the device experience report is marked that the prods are not suspected of failing to meet specs. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the prods and/or any add'l info be rec'd to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
The pt was revised because of pain.